Event description:
It was reported that the patient underwent a single level tlif at l4-5 using verte-stack capstone peek vertebral body spacer/infuse bone graft supplemented with cd horizon legacy posterior fixation instrumentation. At an unknown point in time post-implantation, the patient began complaining of hip and back pain. A CT scan showed possible non-union, and a re-operation was performed approximately 13 months post-op explant the interbody device.

Manufacturer narrative:
Although it is unknown if any of the devices contributed to the reported event, we ar filing this MDR for notification purposes. Device was no returned to manufacturer for evaluation. Unable to determine the cause of the event.